Manufacturer narrative:
The investigation of the reported failure mode has been completed. Product was not returned for review. Suction. There were no motor current (mc) spikes outside of p-level changes. No suction alarms on the reported day of the issue (8/17). The clinical details do not align with the dates of the data log review. The cause of the pump suction issue was not determined due to lack of clinical information and product was not returned. Vt / tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension / gi bleed: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient went into ventricular fibrillation arrest. CPR was performed and the patient was shocked once with return of spontaneous circulation. Furthermore there were suction alarms due to low blood pressure and volume. The patient was reported to be tachycardic with a heart rate of 160-170 beats per minute. Blood pressure dropped so vasopressin and epinephrine were started. They were turned off when the heart rate decreased to 115 with amiodarone, 1 unit of packed red blood cells administered, albumin and cryoprecipitate given. The gastrointestinal department was consulted for blood in the stool. The device was explanted and the patient survived.